Event description:
It was reported that the pt experienced migraines and turn off the scs system for few days. When the system was turned back on, the pt felt some shocking and turned off the system. The pt had a CT scan and the physician suggested blood circulation difficulties in the brain. Reprogramming the device resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.